Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Through follow up communication, livanova (B)(4) learned that the heater cooler system was cleaned regularly per instruction for use and that the device was positioned inside the operation theater with the fan pointing away from the surgical field. The distance between the surgery field and the device was estimated to be approximately 3 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The customer plans to return the device to undergo the deep disinfection procedure. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. A laboratory report confirming the contamination was provided. There was no known patient involvement.